Manufacturer narrative:
(B)(4). Physio-control made an initial evaluation of the customer¿s device and was unable to duplicate any power related issue s or a loss of voice prompts. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device stopped working and would no longer provide any voice prompts. The customer advised that their device displayed the charge-pak and the attention icons, when the device lid was opened, voice prompts were initially heard then the device stopped working. The charge-pak in the device was replaced and when the device lid was opened, voice prompts were heard but then the device stopped giving instructions. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number: (B)(4).

Event description:
The customer contacted physio-control to report that their device stopped working and would no longer provide any voice prompts. The customer advised that their device displayed the charge-pak and the attention icons, when the device lid was opened, voice prompts were initially heard then the device stopped working. The charge-pak in the device was replaced and when the device lid was opened, voice prompts were heard but then the device stopped giving instructions. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the device and was able to verify the reported issue. Physio-control observed that both the charge-pak and attention icons were present on its readiness indicator and that the device would initially power on before powering off by itself. The device could not remain powered on in order to charge and shock. Physio-control opened the device in order to perform an internal inspection where it was observed that the device had suffered a slight impact to its side, which caused internal hybrid layer capacitor (hlc) batteries, designator bt1 and bt3, to slip in their shrink tubing. As a result, the welds at the negative terminal to the strap which mounts bt1 to the analog pcb assembly broke, and the tab lugs at bt3 bent. The broken negative terminal strap disconnected bt1 from the analog pcb which lowered the hlc battery voltage and prevented the device from remaining powered on. The customer was provided with a warranty replacement device.

Event description:
The customer contacted physio-control to report that their device stopped working and would no longer provide any voice prompts. The customer advised that their device displayed the charge-pak and the attention icons, when the device lid was opened, voice prompts were initially heard then the device stopped working. The charge-pak in the device was replaced and when the device lid was opened, voice prompts were heard but then the device stopped giving instructions. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with this event.